Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development investigation was performed for the subject device (3.5mm torque limiting screwdriver/self-retaining, part number 324.052, lot number 2442691). The subject device was returned with the complaint condition stating: it was reported that a revision surgery was performed on (B)(6) 2107 due to a displaced fracture that occurred when the patient fell post-operatively. While using the 3.5 mm torque limited hand driver the surgeon was unable to get the head of the driver to seat securely in the recess of the locking screws. This in turn caused screws to feel as though the recess was stripped. Upon inspection of the tip of the hand driver, it appeared as though it was not uniform, and looked as though a replacement was in order. Another hand driver was available for use which had no additional surgical time added, and the procedure was completed without any complications. Patient status outcome was reported as positive. Concomitant devices reported: unknown screw (part# unknown, lot# unknown, quantity 1). This complaint is confirmed. The distal hex tip on the returned device is stripped (rounded/worn)) as reported. The distal hex edges show significant wear consistent with significant usage. The complaint condition was most likely due to cumulative wear over 8 years of field use for this self-retaining reusable instrument. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the distal hex tip on the returned device is already stripped (worn/rounded). A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The complaint condition was most likely due to cumulative wear over 8 years of field use for this self-retaining reusable instrument. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(4). Device is an instrument and is not implanted/explanted. The subject device has been received and is currently undergoing investigation. A device history record review was performed for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture date: dec 6, 2008. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery was performed on (B)(6) 2107 due to a displaced fracture that occurred when the patient fell post-operatively. While using the 3.5 mm torque limited hand driver the surgeon was unable to get the head of the driver to seat securely in the recess of the locking screws. This in turn caused screws to feel as though the recess was stripped. Upon inspection of the tip of the hand driver, it did appear as though it was not uniform, and looked as though a replacement was in order. Another hand driver was available for use which had no additional surgical time added, and the procedure was completed without any complications. Patient status outcome was reported as positive. Please see related complaint (B)(4) which addresses and reports the need for revision surgery. Concomitant devices reported: unknown screw (part# unknown, lot# unknown, quantity 1). This report is 1 of 1 for (B)(4).